Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Manufacturer narrative:
. Laboratory analysis summary the device related to the reported events rupture was received on jul 18,2025, with lot number 1435084. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, crease and non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to partial date of implant: 2008 was provided.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.